Event description:
Per consumer affairs: enduser was driving on a sidewalk near a lake, when the wheelchair allegedly started going in circles and went into a lake with enduser in it. The enduser was pulled from the lake but the wheelchair was submerged. Minor injuries were sustained by the enduser.